Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
Surgeon reported that following an intraocular lens (iol) implant procedure, an unexpected outcome occurred for a patient that the cylinder appeared to be unchanged or even increased at the same meridian as compared to preoperative data and that the iol appeared to be on the intended axis. Attempts have been made to obtain additional information.